Manufacturer narrative:
Investigation findings: a device evaluation was unable to be performed as the device was disposed of at the facility. There are no other similar reported events for this product.

Event description:
It was reported that during use of this light guide to assist in the removal of cement in a total knee revision, the glass shattered. This occurred inside the femoral shaft, as the surgeon went to hit the chisel and inadvertently hit the light guide. During this surgery, this event occurred twice more with two other light guides. All of the fragments were reportedly washed out and there was no injury or surgical delay associated with this event.